Event description:
On (B)(6) 2012, the catheter was inserted without any difficulties, connected to the iabp, but the procedure was not initiated, alarm messages occurred: no trigger; iab optical sensor failure; poor signal quality. After few attempts to begin the procedure the catheter was changed. New catheter was inserted, connected and procedure was successfully initiated. There were difficulties encountered during pumping. The pump alarm did sound. No blood was seen in the catheter tubing. There was no pt injury or death resulting from the event. Pt died on (B)(6) 2012.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extension tubing was also returned. One kink was found on the catheter tubing near the y-fitting approx 5.9cm from the iab tip. The optical fiber was found to be broken at this location and a second break was also found 70.4 cm from the iab tip. Conclusion: the optical fiber was found to be broken, causing the reported alarms. This type of failure can be caused by kinks in the catheter, mishandling of the iab or pt movement during the procedure. When this type of problem occurs with the sensor, the instructions for use indicates to provide an alternate pressure source by connecting a conventional arterial pressure signal (radial artery) or pressure signal to the pump.(B)(4).